Event description:
It was reported that during a laparoscopic cholecystectomy, the tissue pad fell off, but did not fall into the pt. The tissue pad was located on the floor. This occurred at the end of the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.